Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular event on or about (B)(6) 2012 and subsequently expired on (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported on the same pt involving two separate products: associated mdrs # 1225714-2014-05010; 05011; 05012; 05013; 2937457-2014-01150 and 2937457-2014-01151.